Manufacturer narrative:
No further information is available on the product at this time. No sample or photographic evidence was provided. However, if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the distributor indicating that the end user discovered cracks in the light handles. No injury/death was reported. Customer reported multiple lots for the same reported issue. Lot numbers and their respective complaint numbers are as follows: (B)(4), lot 234926, (B)(4), lot 221514, (B)(4), lot 217128, (B)(4), lot 211781.